Manufacturer narrative:
The 2.7 mm diameter locking screws (1405-140x) are provided to the customer within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit (sk14) that the product is distributed within. The device was not returned to the manufacturer for evaluation. The device history records for the screws intended to be implanted (1405-1408 and 1405-1409) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. It was reported after an initial bunion surgery on (B)(6) 2020, one (1) screw was removed in a revision surgery on (B)(6) 2020 due to x-rays from a (B)(6) 2020 follow-up visit confirming it completely backed out of the plate. All remaining tmc hardware was left implanted. The patient indicated the intended bones were fused/healed and she currently has no pain or swelling in her foot. Although a number of factors could have contributed to the screw backing out, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked into the plate. Not fully seating screws during insertion can result in them loosening over time and eventually backing out. The surgical technique includes statements regarding the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery was completed on (B)(6) 2020, the patient reported a painful bump which was evaluated at a (B)(6) 2020 doctors appointment. Review of radiographic evidence showed one (1) screw was completely backed out of the plate. A revision to remove the backed out screw (leaving the remaining tmc hardware implanted) occurred on (B)(6) 2020. The patient indicated she currently has no pain or swelling in her foot. There was no other report of any patient impact or injury as a result of this event.